Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. However, the complaint investigation found objective evidence indicating a product problem; thus, the complaint is confirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements

Event description:
A user facility registered nurse (rn) reported that the blood pump on the 2008t machine cut through the fresenius combi set bloodlines during a patient¿s hemodialysis (hd) treatment, causing a blood leak to occur. Upon follow up, it was confirmed that the event occurred two hours into the patient¿s treatment and the machine did provide air detected alarms to alert the staff to the issue. The rn stated that the issue was discovered when it was visually observed by the medical staff. There was no defect or damage noted to the bloodlines prior to the occurrence of this issue. The rn stated that the bloodlines appeared to have been torn by the machine. The patient¿s estimated blood loss (ebl) was approximately 300 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient successfully completed treatment on a different machine with new supplies. The blood pump rotor was replaced to resolve the reported issue. The machine has been returned to service. The complaint device has been discarded and is not available for physical evaluation by the manufacturer.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility registered nurse (rn) reported that the blood pump on the 2008t machine cut through the fresenius combi set bloodlines during a patient¿s hemodialysis (hd) treatment, causing a blood leak to occur. Upon follow up, it was confirmed that the event occurred two hours into the patient¿s treatment and the machine did provide air detected alarms to alert the staff to the issue. The rn stated that the issue was discovered when it was visually observed by the medical staff. There was no defect or damage noted to the bloodlines prior to the occurrence of this issue. The rn stated that the bloodlines appeared to have been torn by the machine. The patient¿s estimated blood loss (ebl) was approximately 300 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient successfully completed treatment on a different machine with new supplies. The blood pump rotor was replaced to resolve the reported issue. The machine has been returned to service. The complaint device has been discarded and is not available for physical evaluation by the manufacturer.